Event description:
It was reported that this right atrial (ra) lead was exhibiting no capture during a routine follow up. An x-ray was performed, and it was confirmed that the ra was dislodged. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.